Event description:
It was reported that this pacemaker exhibited crosstalk oversensing of right atrial (ra) signals on the right ventricular (rv) lead channel. No pacing inhibition was observed. Technical services (ts) suggested a potential cause. The device also exhibited high capture thresholds on the rv channel. The device was reprogrammed. The issue will continue to be monitored. The device remains in use. No adverse patient effects were reported.